Event description:
Reportedly, during the implantation procedure of the ICD involved in this MDR and after the lead was connected to the defibrillation port df-1, the connection status was shown as "open continuity" when checked on the programmer. The lead was reconnected several times; however, the "open continuity" connection status remained. Finally the ICD was not implanted and returned for analysis. Another ICD was implanted without any anomaly.

Manufacturer narrative:
(B) (4) 2010 - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4) 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Open continuity test. Conclusion: the electrical characteristics of the returned device were within specifications. No data was available to confirm the message for "open continuity". The inspection of the connector header revealed damages on the connector components and in particular to the first threads of the setscrews and terminal blocks of the (rv)df-1(-) and (svc)df-1(+) slots: these damages showed clearly that difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether all these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported event.